Event description:
It was reported that on (B)(6) 2014, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses in beatrix hospital gorinchem. It was stated that on (B)(6) 2020, follow-up imaging was performed without an indication of an endoleak. On (B)(6) 2020, the patient presented to umcu utrecht hospital with an aortic rupture and was converted to open surgery. During the repair a type ia endoleak was noticed. It was stated that the patient expired due to postoperative complications (cold leg) on the same day.

Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Imaging evaluation summary: there appears to be wall apposition present within the proximal 15 mm of graft length. Contrast like density present outside of the implanted graft. Unable to confirm contrast with available image set. There appears to be patent lumbar's present. Unable to confirm presence of an endoleak with available image set.